Manufacturer narrative:
A review of similar complaints did not identify an increase in complaint activity. A review of tracking and trending for the glp loader module did not identify any trends associated with the complaint issue. Labeling was reviewed and found to be adequate. The abbott automation solutions (aas) technical group determined that the issue occurred due to mishandling the cleaning of the waste chute when clearing a sample tube jam. The investigation found that the technical service specialist (tss) was wearing gloves and glasses as personal protective equipment (ppe) but did not wear a mask or protective face shield. The maintenance instructions also state to disinfect and perform the disassembly of the top and not from the bottom to prevent contamination. Based on the available information, no systemic issue or deficiency of the glp loader module was identified.

Event description:
An abbott technical service specialist (tss) was working on the glp loader module and was splashed in the face with a patient sample on (B)(6) 2024. The tss was troubleshooting a blockage in the waste chute and was on the floor removing the blockage that was above. When a tube that was causing the blockage was removed, several other tubes fell onto the ground. One of the tubes was not capped and when it hit the ground the serum sprayed into the tss¿s face and lip. He washed his face and flushed his mouth for the recommended 15 minutes. The tss went to the accident and emergency at the hospital (a&e) and had blood drawn. No further treatment was received. No additional impact to the user was reported.

Event description:
An abbott technical service specialist (tss) was working on the glp loader module and was splashed in the face with a patient sample on (B)(6) 2024. The tss was troubleshooting a blockage in the waste chute and was on the floor removing the blockage that was above. When a tube that was causing the blockage was removed, several other tubes fell onto the ground. One of the tubes was not capped and when it hit the ground the serum sprayed into the tss¿s face and lip. He washed his face and flushed his mouth for the recommended 15 minutes. The tss went to the accident and emergency at the hospital (a&e) and had blood drawn. No further treatment was received. No additional impact to the user was reported. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, glp aliquot module, list number 06t12-01, which has a same/similar component of the modular glp systems track registered in the us, list number 04z96-51.